Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, creases fold, voids and wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported right side "capsular contracture baker grade IV with high intensity pain and progressive deformity of the breast". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated (for sn (B)(6) , lot no.2959043) . If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs a device appears to be intact, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side "capsular contracture baker grade IV with high intensity pain and progressive deformity of the breast". Device remains implanted.